Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2022-15310. It was reported that the following a stroke where the patient fell out of their wheelchair, the patient experienced ineffective therapy. Imaging revealed both leads appeared to be fractured. As a result, surgical intervention may be undertaken in the future. The allegation is against 2 of 3 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000103809.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6)2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.